Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons became unresponsive when attempting a bolus. It was also found the customer had a button error alarm on their insulin pump after inserting a new battery. Customer's blood glucose was 256 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.